Manufacturer narrative:
Additional narrative: a product investigation was completed: upon visual inspection of the complaint device it can be seen that the instrument is broken at the proximal end, the mentioned two small pieces are missing, and furthermore the instrument shows two places of discoloration (near proximal end and near distal end). In addition the instrument shows all over the part, usage marks from often use over the years. These thus confirm the complaint description. A device history record (DHR) review was performed for the affected lot. No abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in august 2010. No non-conformance reports were marked in the DHR during production. The discoloration is a sign of heat (tempering color ¿violet¿ ~ 280° celsius); heat can alter the structure of the material and lead to damage or even breakage. The proximal discoloration is the same place as the breakage. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place or/and that wear and tear from often use over the years (as the instrument is over 6 years old) led to this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 352.040, lot 2633038: manufacturing location: (B)(4). Manufacturing date: august 26, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an initial procedure while the surgeon reaming the tibia, the flexible shaft broke. The device broke at the top end and all broken fragments were easily retrieved. No broken fragments were left in patient. The patient and surgery outcome were reported as fine. The procedure was successfully completed with no delay to surgery time reported. This is report 1 of 1 for com-(B)(4).